Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory confirmed the missing right ventricular (rv) lead amplitude measurements. Concomitant products: 5092-58, lead, implanted: (B)(6) 2011; 5592-53, lead, implanted: (B)(6) 2011.

Event description:
It was reported a patient alert occurred for magnet exposure that was suspected to be related to a magnetic seal on a refrigerator. It was further reported device data noted single-bit memory errors and the patient was receiving radiation therapy treatment. The device remained in use until the patient died in a manner unrelated to the device system. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.